Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 10th nov 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. The data management system (dms) shows that the user was reinserted with a new sensor on the (B)(6) 2026.a review of in-vivo data revealed declining signal in all the sensing areas which is indicative of chemical degradation/oxidation of the glucose sensing component in the sensor hydrogel, and likely contributed to the observed sensor inaccuracies. B4.date of this report 07 feb 2026. G3.date received by the manufacturer? 07 feb 2026. H6. Type of investigation updated to 4114,4121. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.